Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical database.treatment of a right unruptured posterior inferior cerebellar artery sidewall aneurysm measuring 21.7mm x 4mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012. She experienced right hand numbness and right leg weakness four days after the procedure due to an acute to subacute l cerebellar and pontine infarcts which were shown by (MRI) magnetic resonance imaging.it was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).